Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Tissue buildup was observed on the jaws. The heater wire was flexed away at the center of the hot jaw but remained attached at the tip and the base of the hot jaw. No other failures were observed. Based on the condition of the device as returned, the reported failure was confirmed for "bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro inside wire on the jaw became detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro inside wire on the jaw became detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.